Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had compromised force sensor system alarm and multiple motor error alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that the insulin pump was not dropped before the motor errors started. The drive support cap was sticking out. Customer stated that she had not applied any pressure to the drive support cap. The device will be returned for analysis.